Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display had a scratch. There was also a crack in the casing above the reservoir icon. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the scratch on the screen effects their ability to read the display. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.